Event description:
It was reported that the user experienced a high blood glucose while on vacation after eating different food and attempted to use a meal announcement as a correction on the ilet, after which glucose returned to an acceptable range; education was provided not to use meal announcements for corrections and the risks were explained. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of the high blood glucose. Investigation included case review and user troubleshooting with education on correct use. Investigation of this case revealed user technique contributed to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect use of meal announcements.